Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in the hospital. The customer was hospitalized on an unknown date due to falling down and breaking their hip. The customer felt like they were having a low, and was walking to the kitchen to eat something when she fell. The cause of death was overmedication, stroke, and a result of the fall and hip break. The caller stated that the customer had diabetes complications ¿ kidney stopped working while hospitalized, kidney disease, heart disease- because of broken hip, stroke, infection ¿ lung infection. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by the hospital 4 days prior to passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, partially broken reservoir tube lip and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.